Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection a clogged nozzle with foreign material of an unknown origin was found. Additional findings were as follows: the suction cylinder nut had paint peeling off, the connecting tube had a scratch, and the nozzle was deformed. It is likely that the reported issue was due to user handling/user mishandling. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented and the device was cleaned twice. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, we could not identify the foreign material and could not specify the root cause of the material remaining in the device. There was no deviation from instruction for use (IFU) in reprocessing steps for the area where foreign material remained by the customer. There was no physical damage of the device was confirmed where the foreign material was remained. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that channels 2, 5, 6 of were clogged on the evis exera iii gastrointestinal videoscope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle with a foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.